Manufacturer narrative:
Customer was asked to send the AED to cardiac science for investigation. The device has been received, but the investigation has not been performed yet. A replacement device was sent to the customer.

Event description:
The cardiac arrest event was witnessed and the patient was down approximately 5 minutes before the AED was attached. The AED advised the user to check pads. Pad placement was confirmed by the user, but the AED continued to advise the users to check pads. A second set of pads was placed on the patient and connected to the AED. The AED prompted the users to start CPR and then moments later prompted the users to check pads. The AED was removed from the patient not long after. The patient didn't survive.